Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient observed leakage from the insulin cartridge inside the infusion device. The patient experienced elevated blood glucose levels. At an unknown time, the patient's blood glucose was 20 mmol/l. The patient was taken to the hospital. The blood glucose results obtained at the hospital were not provided. At the hospital the patient was treated with an insulin injection. The patient was hospitalized for one night. Return of the suspect device was requested for evaluation.